Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ('constantly being poked') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("tired all the time") and nasopharyngitis ("constantly cold"). The patient was treated with surgery (histerectomy and fallopian tube and ovaries removed). At the time of the report, the pelvic discomfort, alopecia, fatigue and nasopharyngitis outcome was unknown. The reporter considered alopecia, fatigue, nasopharyngitis and pelvic discomfort to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: alopecia , fatigue and nasopharyngitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Fu(2) and(3) processed together. On 23-mar-2020: social media received : reporter information added. Based on the available information, a review of our complaint records and other relevant data ws conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had everything taken') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss"), fatigue ("tired all the time"), nasopharyngitis ("constantly cold") and pelvic discomfort ("constantly being poked"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, alopecia, fatigue, nasopharyngitis and pelvic discomfort outcome was unknown. The reporter considered alopecia, fatigue, medical device removal, nasopharyngitis and pelvic discomfort to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: alopecia , fatigue and nasopharyngitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events added: hair loss, tired all the time and constantly cold. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had everything taken') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.